Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample has not been returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure, the outer cannula of the devices failed to rebound and was unable to cut the tissue. After some time, a similar issue was reported again, where the outer cannula did not rebound and could not cut the tissue. There was no reported patient injury.